Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the cable did not provide power for the saw to function. The user reported attaching an alternate cable to the saw, and the saw functioned as expected. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.